Manufacturer narrative:
H3 other text : the customer evaluated the device with no fault found.

Event description:
It was reported to philips the device was used to shock and lost output during patient use. The customer was unable to provide additional details regarding the patient or procedure. We are considering this to be an issue possibly causing a delay in life saving therapy and this will be considered a serious injury. The patient outcome is not known. There were no ECG strips or patient event files available for review. The customer evaluated the device with no fault found. No additional details are available. Philips did not evaluate the device. The device remains with the customer. No parts were replaced. Philips was not able to confirm the reported malfunction. Because the problem could not be recreated, the cause cannot be determined.

Manufacturer narrative:
A follow-up report will be submitted upon completion of the investigation.

Event description:
It was reported to philips the device was used to shock and lost output. The customer has limited information and is still investigating; at present, they do not know if this was a technical or clinical user issue. Additional details have been requested. We are considering this to be an issue possibly causing a delay in life saving therapy and this will be considered a serious injury. However, no direct adverse event to the patient or user was reported.